Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1.5 yrs. After the dental implant and bridge were placed in ada site 4 in the mouth, the implant lost osseo- integration in type IV bone. Clinician noted patient's bone resorption, pain, mobility, bleeding, inflammation and abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that over 1.5 yrs. After the dental implant and bridge were placed in ada site 4 in the mouth, the implant lost osseo- integration in type IV bone. Clinician noted patient's bone resorption, pain, mobility, bleeding, inflammation and abscess. The product will be forwarded to the manufacturer for investigation. There were no reported post-operative complications. (B)(4).